Manufacturer narrative:
Concomitant medical products: b. Braun tubing model number 412120, which is a tevadaptor connecting set with drip chamber and ultrasite needleless valve. The customer¿s complaint of back flow from the secondary into the primary could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they have experienced back check valve failures during chemotherapy and other IV medication infusions. Due to this, the chemotherapy nurses are using a clamp to clamp off the primary line while the chemotherapy is infusing. There was no report of patient harm.